Manufacturer narrative:
The patient contacted the manufacturer 15 years post explantation in order to request referral to a physician in her area. No further information regarding the event is available, and we were unable to confirm that the implant was an ioi implant.

Event description:
Patient reported that she received an ha orbital implant about 15 years ago and that her body "rejected" the implant. The implant was removed shortly thereafter. Actual dates of implantation and explantation are unknown.